Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms. There were no stored events of noise. Troubleshooting options and continued monitoring were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that a lead safety switch occurred due to high rv impedance measurements. There was also noise and oversensing, but no asystole noted. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.